Event description:
The surgeon inserted an aa4203tl silicone toric plate lens and a haptic broke off during insertion. The lens was removed without enlarging or suturing the incision. There was no pt injury.